Manufacturer narrative:
Concomitant products: product ID 3986ilc, lot # n26373, implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type lead; product ID 748951, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type extension; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s health care provider did not allow for a ¿strain relief loop¿ on his lead with initial implantable neurostimulator (ins) implant in 2003 and the lead dislodged less than a year after initial implant. It was noted that the patient required surgery to correct the problem. It was reported that the health care provider did put a strain relief loop on the 2nd surgery and the patient was able to move/bend with no problems.